Event description:
It was further reported that vascular access was obtained through the right groin. Another manufacturer¿s sheath was inserted over a guide wire. A 1.5mm burr was advanced across the right pda lesion and 10 ablations runs were successfully completed for 5-19 seconds each at speeds of 160-220k rpms. The 1.5mm rotablator burr was removed and the guide wire was exchanged. Multiple balloons were used to dilate the lesion, and another manufacturer's 3.0 x 24mm des balloon expandable stent was deployed. The procedure was completed and the patient was reported to have tolerated the procedure with no apparent injury.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained through the right groin. Another manufacturer's sheath was inserted over a guide wire. A 1.5mm burr was advanced across the right pda lesion and 10 ablations runs were successfully completed for 5-19 seconds each at speeds of 160-220k rpms. The 1.5mm rotablator burr was removed and the guide wire was exchanged. Multiple balloons were used to dilate the lesion, and another manufacturer's 3.0 x 24mm des balloon expandable stent was deployed. The procedure was completed and the patient was reported to have tolerated the procedure with no apparent injury.

Manufacturer narrative:
Device evaluated by manufacturer: a guide wire was inserted in the rotablator plus unit. The distal coil of the catheter was broken away from the remaining coil. The burr was attached to the distal coil. The guide wire remained inserted in both sections of the coil. The guide wire could not be removed from the catheter device, as the coil started to unravel when an attempt was made to remove the guide wire. The handshake connection of the catheter device was bent and broken proximal the slide tube. The slide tube on the catheter device could not be moved backwards. The rotablator plus unit could not be wet tested due to the broken/bent handshake connection and the broken coil. Microscopic examination of the burr revealed that it was within specification. The coil was stretched. A scratch test revealed that the burr¿s cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a shaft break occurred. The lesion was located in the posterior descending artery (pda) via the saphenous vein graft (svg). Upon rotational ablation of the artery, the shaft of the 1.50mm rotalink burr fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)